Event description:
It was reported that there were two line blocked alarms. The first line blocked alarm, the patient attempted to resolve it with the current cassette. He received a second line blocked alarm. They advised the patient to solely change the site. The patient replaced the site and resumed insulin successfully. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.